Event description:
It was reported that the patient was going to get her entire system replaced and she wanted to know when the full body MRI system would be coming out. The patient needed her lead replaced and she was waiting for a new lead.

Event description:
Additional information received reported that the patient's left lead was "off track or guttered". It was not known when this happened. It was stated that the patient had reprogramming done. It was reported that the patient felt that her left side (left hand but mostly her left leg) was being "tasered". It was noted that x-rays were taken in (B)(6) 2013. It was reported that the patient's health care provider recommended that the patient have the lead replaced, but the patient was waiting for the new sure scan system. About one week later it was reported that the patient was inquiring about programming and switching between groups. The patient "was having difficulty understanding that she had group a and b, but was not programmed to have therapy for both at the same time". It was noted that group b covers the right thigh and lower left leg and group a cover the lower left leg but not the right. It was reported that the patient had an x-ray "about a month ago" that showed the left lead was "out of alignment". It was reported that when the patient tried to get coverage the "upper area" on the left side she felt like she was being "tasered". It was stated that the patient "had problems" with "it" before, but the health care provider didn¿t confirm it until the x-ray. It was noted that the patient had "a lot" of nerve pain on her left side.

Event description:
Additional information reported that when the patient increased stimulation on group b, she "felt it in her right thigh and lower left leg." Reportedly the patient noted that "that shouldn't be."

Manufacturer narrative:
Concomitant products: product ID 3778-45, lot# v976474015, implanted: (B)(6) 2012, product type lead; product ID 3778-45, lot# v976474015, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-45, lot# v976474015, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s lead had ¿guttered.¿ it was noted this meant the lead had ¿migrated and gone to the side of the spinal cord.¿ the patient reported the lead migrated in (B)(6) 2013. It was stated the patient would require surgical repair.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, lot# v976474015, explanted: (B)(6) 2014, product type: lead; product ID 3778-45, lot# v976474015, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that the patient had the implantable neurostimulator (ins) replaced (B)(6) 2014-03-21 because the leads were "guttered off track."

Event description:
It was reported that adaptive stimulation (as) wasn't seen activated on the programmer. Almost one week later it was reported that patient's ins (implantable neurostimulator ) was reprogrammed and x-rays were done to check for lead migration. It was stated that one of the two leads had migrated. The patient would be scheduled for a revision and that she wanted to wait for the new MRI surescan system so that she might have that implanted. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.